Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found salt on the electrodes and in the electrode bath. The sample probe was cleaned and it was replaced. The customer performed successful calibration and qc. The field service representative performed a precision study, which passed with acceptable results. The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and abnormal probe sucking errors were observed. These are indicators of possible poor sample quality. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 134 mmol/l. The repeated result was 141 mmol/l. The erroneous result was not reported outside of the laboratory. The sample was repeated due to the initial result being low. The repeated result was believed to be correct.